Manufacturer narrative:
The philips remote service engineer (rse) talked to the customer and stated the main board seems to be the possible root cause of the reported problem. The rse advised the customer to send back the defective main board for further investigation as the motherboard could be the possible root cause. An opened technical investigation could not be performed as the customer has already returned the defective mainboard, likely through the philips exchange channel. It was not possible to trace the whereabouts of the defective mainboard. Without analyzing the defective material, the bu is unable to determine the root cause of the reported issue. Based on the information available and the testing conducted the cause of the reported problem is unknown. The reported problem was confirmed. The investigation could not be completed due to insufficient information. The device remains at the customer site. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6).

Event description:
It was reported that the device displayed a speaker malfunction and no sound was coming from the device even after the speaker was replaced. The device was not in clinical use. There was no report of patient or user harm.